Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer observed air bubbles in the tubing. Customer's blood glucose was 300 mg/dl.